Manufacturer narrative:
It was reported that the unit had shut down while the ac power was unplugged. A philips authorized service provider (asp) went onsite and was unable to reproduce the reported issue during inspection. The philips asp stated that upon checking the event log, it was confirmed that the unit had been operating for an extended period on battery power and later on the power source switched to ac power after the "low internal battery" alarm occurred. The philips asp then confirmed the unit powered off when the unit switched to ac power due to no power left in the battery. The philips asp confirmed no malfunction, and it was due to a user error. The reported issue was unable to be reproduced. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The issue was determined to be a not confirmed malfunction, as the device met all required specifications during verification testing and no internal device failure was identified. The reported issue could not be reproduced during service evaluation. Comprehensive diagnostic testing confirmed full compliance with operational requirements. This determination is based on the absence of verified device failure, successful performance verification, and the inability to isolate a definitive internal root cause.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit shut down when the alternating current (ac) power was unplugged. The device was in use on a patient at the time of the reported issue; however, there was no harm to the patient or user. The patient was able to breathe spontaneously. The device was swapped out with a different device. No medical intervention provided for the patient nor a delay to therapy was noted.